Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The caller reported that in the month of august the customer received the following results within 15 minutes: 13 mg/dl, 18 mg/dl, 25 mg/dl, 180 mg/dl, 200 mg/dl, and 98 mg/dl. Then in the month of september the customer received the following results within 15 minutes: 200 mg/dl and 98 mg/dl. The caller could not provide the exact days or times the readings were obtained but were within 15 minutes.

Manufacturer narrative:
Section d2b: the procode was corrected. Section g1: the manufacturer site information was corrected.